Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an error code e216 (scope communication error/register error 2) and an error code e315 (scope error/non-compatible scope connection error). There were no reports of patient involvement.